Manufacturer narrative:
Risk assessment indicates: there were two scenarios reviewed as part of the risk analysis. Severity: 3 (serious). There has been no injury reported. The fpp collided with the table. The complaint behavior may potentially result in a serious injury. Probability: preliminary b (improbable). The minimum distance of the fpp during gantry rotation has been reduced intentionally by a sw update. This may cause collisions as the therapists are still used to the larger distance from previous sw versions. The new minimum distance is the same as the one used for cbct already before. The fpp is equipped with a touch guard that will stop the motion in case of a collision. Corrective action is pending further investigation. No other product is concerned.

Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. Our customer's treatment staff reported the flat panel imager did not move to its safe source-to-image distance (sid) prior to a gantry movement causing the panel to collide with the table. Further investigation for corrective action is required.